Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Treatment of an aneurysm. During the procedure as the second coil was being deployed into the aneurysm, it was reported that one of the ends of the previously placed coil came out into the parent artery. A hyperglide balloon was used in an attempt to bring the loop back into the aneurysm, but without success. The physician implanted 3 more coils and also tried to push the loop back into the aneurysm with each placement of the following coils, but without success. The patient was on reopro, heparin drip, and aspirin. There is no current plan for retreatment regarding the loop in the vessel. On (B)(6) 2014, the patient was reported to be doing great.